Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that they wanted to increase their stimulation by 2 points. The patient said if the increase in stimulation didn't work, then they wanted to know how to have a representative come to the appointment to assist them. During the call, ps walked patient through increasing stimulation; the, patient said they felt stimulation running down their legs so they knew the stimulation was working. The patient said they had always felt stimulation down the legs when adjusting since they got the implant. The patient was redirected to their health care provider to further address the issue. .

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they contacted their doctor on (B)(6) 2025. They stated that the cause of the stimulation being felt in the leg was due to it being left on the same nerve. They noted that the tech may use a different nerve. This issue had not yet been resolved.

Event description:
Additional information was received from the patient. The patient called back regarding the continuation of therapy issue (having trouble staying out of the bathroom and not making it in time) and requested the agent to walk them through increasing amplitude. The agent educated the patient, and they were able to increase the amplitude to the desired level. The patient confirmed stimulation was comfortable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.